Manufacturer narrative:
Siemens field service engineer (fse) went on site and checked the instrument. Fse cleaned filter, fiber optics, pipette probe, and lubricated the transport rods. Instrument is operational.

Event description:
Customer reported negative blood result on the instrument whereas microscopic result was positive. There was no report of injury due to this event.